Event description:
Per the audiologist, the patient was "fighting" the use of his external equipment. Results of an integrity test 2007, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes alleviated the problem for a short time. Results of an integrity test 2008, were consistent with normal receiver/stimulator function with more electrode anomalies. Deactivation of the anomalous electrodes did not solve the problem. Explant/reimplant surgery is scheduled for 2009.

Manufacturer narrative:
This report filed, january 16, 2009.